Event description:
It was reported that a patient with an implantable pulse generator (ipg) experienced heart rate irregularities, with rates as low as the 20s, consistently in the 30s and 40s, and fluctuations between 38 and 54. The patient also reported shortness of breath during exertion, feeling the device beating, and oxygen levels dipping to 90 on a pulse oximeter. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.